Event description:
It was reported that multiple cartridges were leaking from the bottom of the cartridge. Reportedly, the customer was using the cartridges past labeling. Tandem technical support educated the customer on not using the cartridge longer than indicated. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.